Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut fx+ 29 valve, the anatomy was described as very calcified, with calcifications present in the annulus and left ventricular outflow tract. Pre-dilation was performed with a non-compliant balloon, followed by attempted implantation of the evolut fx+ 29 valve. The valve appeared very constrained after initial deployment and, in cusp overlap view as the valve did not reach the annulus wall on the right coronary cusp (rcc)-left coronary cusp (lcc) side due to the presence of calcium. The position initially appeared acceptable at a 3 millimeter depth, so the valve was released according to best practices. Upon paddle detachment, the valve rose to a depth of 0 millimeter and infolding was noted in the non-coronary cusp (ncc) sinus region. Dilation of the valve was attempted, which resolved the infolding, but the valve dislodge even higher. The first valve was then snared. A second evolut fx+ 29 valve was implanted, which also appeared very constrained after implantation. Post-dilation with a non-compliant balloon was performed, resulting in a good final outcome. Both valves underwent loading inspections, which did not reveal any misloading signs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold of the first valve was noted on the first deployment and was released. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Corrected data: h6. The device code was erroneously omitted from the initial and supplemental reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut fx+ 29 valve, the anatomy was described as very calcified, with calcifications present in the annulus and left ventricular outflow tract. Pre-dilation was performed with a non-compliant balloon, followed by attempted implantation of the evolut fx+ 29 valve. The valve appeared very constrained after initial deployment and, in cusp overlap view as the valve did not reach the annulus wall on the right coronary cusp (rcc)-left coronary cusp (lcc) side due to the presence of calcium. The position initially appeared acceptable at a 3 millimeter depth, so the valve was released according to best practices. Upon paddle detachment, the valve rose to a depth of 0 millimeter and infolding was noted in the non-coronary cusp (ncc) sinus region. Dilation of the valve was attempted, which resolved the infolding, but the valve dislodge even higher. The first valve was then snared. A second evolut fx+ 29 valve was implanted, which also appeared very constrained after implantation. Post-dilation with a non-compliant balloon was performed, resulting in a good final outcome. Both valves underwent loading inspections, which did not reveal any misloading signs. No patient complications have been reported as a result of this event. Additional information was received that the infold of the first valve was noted on the first deployment and was released. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.